Manufacturer narrative:
H6: investigation summary: no actual sample and picture were returned. The status of the catheter bent cannot be confirmed. A device history review was conducted for lot number 9262092 no abnormality found on in-process inspection, final inspection and machine troubleshooting records. Check the incoming material inspection record of the catheter, no abnormality was observed. Retained samples of this lot were taken for penetration force test, the lie distance, the needle tip, catheter tip and catheter drag force met the product specification. At the same time, the needle tip and catheter tip were observed under the microscope and no abnormality observed. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc tubing was kinked. The following information was provided by the initial reporter: after the nurse performed intravenous indwelling needle puncture on the patient, the fluid did not drop due to the collapsible tube of the indwelling needle, so the patient was forced to change the indwelling needle and re-puncture, which increased the patient's pain.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn ec slm npvc tubing was kinked. The following information was provided by the initial reporter: after the nurse performed intravenous indwelling needle puncture on the patient, the fluid did not drop due to the collapsible tube of the indwelling needle, so the patient was forced to change the indwelling needle and re-puncture, which increased the patient's pain.